Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. A review of the in-vivo data revealed transient optical instability around the reported time frame. Following re-linking, the system returned to the initialization phase, and the user was instructed to enter one calibration per day for three days to monitor system performance. Multiple attempts were made to contact the user via phone and sms to provide these instructions; however, the user did not respond. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor.a call was made to the user to provide the escalation response. As the user could not be reached and the call was forwarded to voicemail, a message was left including the reason for the call, a contact phone number, and operational hours. The user was encouraged to return the call. Additionally, an sms was sent to the user with the same information, including the reason for the call, contact phone number, and operational hours, encouraging the user to call back.

Event description:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on escalation analysis, a sensor replacement was approved for the user due to system performance.